Event description:
L5 and s1 screws placed in 2000 at hospital. Patient redeveloped back and leg pain sometime after the initial surgery. Discovered on x-ray that the screws had become fractured and fusion was inadequate. Surgery to remove hardware and broken screws and to place autologous bone graft at another user facility.